Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked externally out of the corner of the bag. This occurred after compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured between 03oct2023 and 04oct2023. H10: the device was received for evaluation. During visual inspection a tear was observed at the lower right seam. The set underwent functional testing, and the leak was noted at the lower right seam. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.